Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient undergoing an advanced evaluation. It was reported that the patient was taken by ambulance the morning of the report due to not being able to stand up. It was noted the patient¿s ¿mind was messed up.¿ it was also reported that ¿it stopped functioning correctly¿ for the past 2 days and stim could not be increased past 5.2. It was unknown if the issue was resolved. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.